Event description:
It was reported that a user unintentionally navigated to the fill tubing screen on the ilet pump during a planned supply change and, after confirming disconnection from the infusion set, was guided by support to exit the screen without initiating a fill or delivering insulin. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education regarding device navigation and proper fill procedures. Investigation of this case revealed user navigation error without device malfunction, and no insulin delivery occurred; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device operation.